Manufacturer narrative:
Complaint was confirmed. Examination of the returned, used product, item el9299, found the inner tube broken off. Also, the outer tube was found bent at the hub connection due to excessive force application during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 6 complaints regarding 6 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades / burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizures, and overheating. This issue will continue to be monitored through the complaint system to sure patient safety.

Event description:
The customer reported the el9299, 4.2mm great white extended blade, broke while performing an acetabular femoropatellar impact decompression on (B)(6) 2018. The case was a very difficult case due to the patient's obesity and co-morbidities. The shaver blade broke due to its use as a lever during the procedure. The broken fragment was removed along with the shaver blade. The procedure continued with the use of a new blade and was completed as planned. This report is being raised based on device malfunction with potential for injury upon reoccurrence.